Event description:
A hematoma formed during pocket formation and closure during the implant procedure. The hematoma was suctioned out and pressure was held on it for 5-10 minutes. Additionally, the patient was closely monitored post operation. The patient was sent home and attended three follow-up visits. The incisions appear to be healing well, the patient is using the device, and is doing well.

Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before implanting the device and implanting the device at an off-label location have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, migration, and inadvertently puncturing tissue or bone during the procedure have been ruled out. The physician was unsure of the cause of the hematoma and found no visible source. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.